Manufacturer narrative:
(B)(4). The device has been returned. However, the product analysis has not yet been completed.

Event description:
It was reported that during a mastoidectomy, the handpiece attachment generated heat. Requests for additional information have been made with no response received. There was no injury reported as a result of this event.

Manufacturer narrative:
Date received by manufacturer: december 9, 2015. (B)(4). Conclusion code: device repaired and returned. Use error caused or contributed to event. The product analysis indicates that the bearings and other internal parts were corroded and required replacement. The handpiece was repaired, tested, and passed to specifications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.